Manufacturer narrative:
Date is approximate.

Event description:
The manufacturer representative (rep) reported that the patient had not charged for two years and was in overdischarge. The representative did three physician mode recharges and charged to 25% but got the charge now message when trying to clear the power on reset (por) with the clinician programmer. The implant did not seem to be holding a charge and it was reviewed that the implant would need to be conditioned to see if it would hold a charge. Additional information was received from the rep reporting that the issue had been resolved. The patient's battery seemed to be damaged and not holding a charge very well but the patient was able to charge to 100%. The battery went into a discharge state the day prior, but was functioning on the day of the report. The rep cleared the por and the patient was happy with the stimulation. The patient understood the battery life had been impacted and was interested in getting a new system in the near future; this information was reported to the healthcare professional. The indications for use were non-malignant pain and myofacial pain syndrome. No patient symptoms reported.